Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the dso sensor and the air noted in line was most probably caused by user induced, where medication was added too quickly, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device had "no disposable pump will not run alarm". Patient not affected. No additional information.

Manufacturer narrative:
Other, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.